Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/16/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for bnp cartridge lot d19171.

Event description:
Na.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat bnp cartridges that yielded a suspected discrepant bnp result of 63 on a (B)(6) year old male patient presented with fluid overload. There was no patient information at the time of this report. Return product is available for investigation. Method: I-stat, date: 10/20/2019, collected: 05:30, tested: 06:06, result: 63 pg/ml, sample: a. I-stat, 10/20/2019, ni, 08:50, 834 pg/ml, b. I-stat, 10/20/2019, 05:30, 09:01, 813 pg/ml, a. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.